Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including abdominal pain, abdominal bloating, chronic pelvic pain, excessive hair loss, excessive dental problems. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus"), pelvic pain ("increasingly severe pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (chromopertubation, diagnostic hysteroscopy, diagnostic laparoscopy,). At the time of the report, the embedded device, device expulsion, pelvic pain, pelvic discomfort, alopecia, abdominal pain, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, embedded device, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: after implantation (and never before) she experienced those symptoms. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. Insertion details-the right ostia revealed 5 coils extruding from the ostia. No coils were visualized extruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils not properly placed, not visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change.mr received- new reporter,removal details, insertion details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including abdominal pain, abdominal bloating, chronic pelvic pain, excessive hair loss, excessive dental problems. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus"), pelvic pain ("increasingly severe pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (chromopertubation,diagnostic hysteroscopy, diagnostic laparoscopy,). At the time of the report, the embedded device, device expulsion, pelvic pain, pelvic discomfort, alopecia, abdominal pain, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, embedded device, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: after implantation (and never before) she experienced those symptoms. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. Insertion details-the right ostia revealed 5 coils extruding from the ostia. No coils were visualized extruding from the left ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils not properly placed, not visualized. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including abdominal pain, abdominal bloating, chronic pelvic pain, excessive hair loss, excessive dental problems. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus"), pelvic pain ("increasingly severe pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (exploratory surgery found missing essure coil embedded into uterus). At the time of the report, the embedded device, device expulsion, pelvic pain, pelvic discomfort, alopecia, abdominal pain, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, device expulsion, embedded device, pelvic discomfort, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: after implantation (and never before) she experienced those symptoms. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils not properly placed, not visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus (seen as embedded device), amongst non-serious events. Embedded device is anticipated in essure's reference safety information. The exact time point and mechanism of embedment is not known, however, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus") in a (B)(6) female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Medical conditions: after implantation (and never before) she experienced increasingly severe pain and discomfort, including abdominal pain, abdominal bloating, chronic pelvic pain, excessive hair loss, excessive dental problems. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus"), pain ("increasingly severe pain"), discomfort ("increasingly severe discomfort"), pelvic pain ("chronic pelvic pain"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and tooth disorder ("excessive dental problems"). The patient was treated with surgery (exploratory surgery found missing essure coil embedded into uterus). At the time of the report, the embedded device, device expulsion, pain, discomfort, pelvic pain, alopecia, abdominal pain, abdominal distension and tooth disorder outcome was unknown. The reporter considered embedded device, device expulsion, pain, discomfort, pelvic pain, alopecia, abdominal pain, abdominal distension and tooth disorder to be related to essure (ess205). The reporter commented: after implantation (and never before) she experienced those symptoms. She subsequently sought treatment for the symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils not properly placed, not visualized. Company causality comment this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and hsg showed coils not properly placed, not visualized, explorative surgery found it embedded into uterus (seen as embedded device), amongst non-serious events. Embedded device is anticipated in essure's reference safety information. The exact time point and mechanism of embedment is not known, however, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.